Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial, right ventricular and left ventricular lead exhibited noise. High threshold was observed on right ventricular lead since (B)(6) 2018. The implantable cardioverter defibrillator delivered multiple atp and high voltage shocks. Multiple non- sustained right ventricular oversensing episodes were observed. The patient had undergone lvad revision where the magnet was incorrectly placed on the patient. Inappropriate programming was also noted. The patient was seen in clinic on (B)(6) 2018. No intervention was performed. The patient was asymptomatic and will continue to be monitored.